Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010 (caller did not have actual date); inratio: 3.3, 3.6; lab: 2.2. Results initial on inratio was 3.3, then repeated using another finger and got 3.6. Neither rn, md or patient believed results, so asked for blood draw that was sent to lab via courier about 6 hours later. Result on lab method was 2.2. Md did not act on inratio results. Believes lab method and did not change coumadin dose of patient.

Manufacturer narrative:
Investigation pending.